Event description:
It was reported that during the procedure, there was a power converge issue. The customer was unable to use the device in lower settings and they also experienced issues turning the device on. The procedure was aborted. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
D3 manufacturer email: (B)(6).